Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was exposed the moisture the day before; he was sitting in a baby pool. The screen had condensation and it worked overnight but now he buttons are not responding and numbers would scroll when trying to deliver a bolus. Blood glucose value was 140 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump also had moisture damage on the lcd board. No unexpected numbers ramping/scrolling on their own noted. The pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.